Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. The latitude programmer and the observed oscilloscope signals confirmed that the device was operating and pacing in safety mode. The device was open, and the internal visual inspection looked normal. In addition, the battery was removed, and external power was applied to the hybrid. Current drain measured normal. Battery laboratory analysis result as depleted cell with no battery-related failure determined.

Event description:
It was reported that this implantable pacemaker device was explanted due to premature battery depletion (pbd). New device was replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being submitted to correct the describe event or problem field (b3) in section b. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. The latitude programmer and the observed oscilloscope signals confirmed that the device was operating and pacing in safety mode. The device was open, and the internal visual inspection looked normal. In addition, the battery was removed, and external power was applied to the hybrid. Current drain measured normal. Battery laboratory analysis result as depleted cell with no battery-related failure determined.

Event description:
It was reported that this implantable pacemaker device was explanted due to premature battery depletion (pbd). New device was replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker device was explanted due to premature battery depletion (pbd). New device was replaced. No additional adverse patient effects were reported.